Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient encountered the message "settings not available" all of sudden on (B)(6) 2024 and they were unable to increase the intensity with their programmer; the patient was able to decrease but not increase the intensity. There was no specific external factor identified that caused the event. Previous days were all good and there had been no issue; the patient was well during the report and no pain was reported during the incident. The patient was informed to charge the battery to full, change the position, take the battery pack out and reinsert it, but this didn¿t solve the issue. Currently, the representative couldn't connect the implant to the clinician tablet or perform any further action due to patient staying overseas where there was no available software version of the intellis application in the clinician programmer at the country the patient was staying. The representative was to see the patient on (B)(6) 2024 when the patient returned to singapore. On (B)(6) 2024, the patient reported that the battery level of the implant was only reduced 30% for almost 24 hours. This was unusual as the patient had high frequency settings which required charging at least once per day. However, the patient reported they experienced no pain from sunday when the first time the incident happened. For now, they were to continue to monitor the patient's clinical symptoms until their next appointment. Additional information was received from the manufacturer representative (rep) reporting that the patient was not complaining about pain up to now so it was thought that the battery was still delivering enough therapy despite the adjustment issue with the patient programmer. The patient came in for a follow up on 2024-nov-03 and the device was able to be investigated with the clinician tablet. Out of regulation (oor) occurred at electrodes 5 and 6 being used to deliver stimulation. The rep did not have any conclusions or ideas of the possible causes. Further stated that electrodes 5 and 6 had high impedances of greater than 20,000 ohms. The device was reprogrammed to avoid electrodes 5 and 6. The patient received the benefit of the therapy with the new program and was doing well. Next follow up visit with the patient is in 6 months.